Event description:
It was reported that the device had premature battery depletion. The device was replaced. It was also reported that the left ventricular (lv) lead had high threshold. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 1888-52, st. Jude lead implanted: (B)(6) 2008. (B)(4).